Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The insulin pump was received end cap address label missing, serial number label fading, keypad overlay texture damage; cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump rattles when they shake it. The customer's blood glucose was 8.5mmol/l. The customer was advised the pump will be replaced. The device was returned for analysis.